Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and thick leaflets. A mitraclip xtw (41030r1014) and a mitraclip xtw (50204ra031) were inserted and deployed on the mitral valve, reducing mr to a grade of 1+ on (B)(6) 2025, the patient returned to the hospital with shortness of breath. A follow up echocardiogram was performed and revealed that one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2025, the patient returned to hospital and tissue damage was observed with hematoma near the annulus. The patient then underwent a mitral valve replacement surgery.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to patient conditions. The reported mitral regurgitation (mr) resulting in dyspnea and tissue injury resulting in hematoma appeared to be related to the single leaflet device attachment (slda). The reported patient effect of mitral regurgitation, dyspnea, tissue injury, and hematoma, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. The reported surgical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.